Event description:
It was reported that the biomed stated nurses were complaining of issues with inaccurate patient temperatures on arctic sun device s/n #(B)(6). They were unaware of any alerts or alarms they may have received. Biomed trying to troubleshoot the cable but did not have any temperature sensing keys to test with. Suggested biomed inform the unit nurses the clinical helpline was available 24/7 to troubleshoot while the device was on the patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The biomed stated nurses were complaining of issues with inaccurate patient temperatures on arctic sun device s/n #(B)(6). They were unaware of any alerts or alarms they may have received. Biomed trying to troubleshoot the cable but did not have any temperature sensing keys to test with. Suggested biomed inform the unit nurses the clinical helpline was available 24/7 to troubleshoot while the device was on the patient. Instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial/lot number is unknown. Correction: d, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. Biomed stated nurses were complaining of issues with inaccurate patient temperatures on arctic sun device s/n # (B)(6). They were unaware of any alerts or alarms they may have received. Biomed trying to troubleshoot the cable but did not have any temperature sensing keys to test with. Suggested biomed inform the unit nurses the clinical helpline was available 24/7 to troubleshoot while the device was on the patient. Per follow up information received via phone on 01apr2025, spoke with biomed on 01apr2025. It was reported that they ordered a temperature sensing key. Once received and used to test the arctic sun device, they were able to confirm that the device was accurately reading temperatures. The device was sent back to the ICU department with no other reported issues. A DHR review is not required as the serial/lot number is unknown. The reported event is unconfirmed, labeling/packaging review is not required. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated nurses were complaining of issues with inaccurate patient temperatures on arctic sun device s/n #(B)(6). They were unaware of any alerts or alarms they may have received. Biomed trying to troubleshoot the cable but did not have any temperature sensing keys to test with. Suggested biomed inform the unit nurses the clinical helpline was available 24/7 to troubleshoot while the device was on the patient. Per follow up information received via phone on 01apr2025, spoke with biomed on 01apr2025. It was reported that they ordered a temperature sensing key. Once received and used to test the arctic sun device, they were able to confirm that the device was accurately reading temperatures. The device was sent back to the ICU department with no other reported issues.

Event description:
It was reported that the biomed stated nurses were complaining of issues with inaccurate patient temperatures on arctic sun device s/n #(B)(6). They were unaware of any alerts or alarms they may have received. Biomed trying to troubleshoot the cable but did not have any temperature sensing keys to test with. Suggested biomed inform the unit nurses the clinical helpline was available 24/7 to troubleshoot while the device was on the patient. Per follow up information received via phone on 01apr2025, spoke with biomed on 01apr2025. It was reported that they ordered a temperature sensing key. Once received and used to test the arctic sun device, they were able to confirm that the device was accurately reading temperatures. The device was sent back to the ICU department with no other reported issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated nurses were complaining of issues with inaccurate patient temperatures on arctic sun device s/n #(B)(6). They were unaware of any alerts or alarms they may have received. Biomed trying to troubleshoot the cable but did not have any temperature sensing keys to test with. Suggested biomed inform the unit nurses the clinical helpline was available 24/7 to troubleshoot while the device was on the patient.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.